Event description:
The technician alleged that the brake caster on the head section fell off the base frame. No pt impact.

Manufacturer narrative:
The technician replaced the mounting screw on the brake caster to resolve the issue.